Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood in a timely manner as instructed in the user's guide. The disposable cartridge was not returned for evaluation. The cause of the reported alarm cannot be confirmed. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss, if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.